Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral procedure with a 29mm sapien 3 valve in mitral position. Approximately 1 year and 6 months later, the patient presented with a failing valve due to stenosis related to end stage renal failure. The patient underwent a mitral viv procedure with 26mm sapien 3 ultra resilia valve inside the initial 29mm sapien 3 valve. There was excellent result with no pvl and a gradient of 8mmhg.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "stenosis" was unable to be confirmed due to unavailability of the medical report and imagery. Available information suggests patient factors (end stage renal failure) likely contributed to the event as "stenosis related to end stage renal failure" was reported. Renal failure is a factor that can contribute to atherosclerosis, which is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending with no pra or CAPA required at this time.